Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the entire hospital monitoring system went offline. While philips devices provide mitigation's related to the loss of centralized wireless monitoring (ie ¿no central mon¿ inop, visual and audible tones, local monitoring for mx40), a malfunction that leads to the loss of monitoring for numerous patients using mixed wireless devices may result in a delayed response to an individual patient requiring emergent care. E monitoring multiple patients. No adverse event involving patient or user was reported.